Event description:
While being transferred by lift to bed from shower chair. Pt slid out of lift. Pt's daughter and a staff nurse were assisting in the transfer. Pt fell to floor landing on both knees and then to a lying position on the floor.